Manufacturer narrative:
Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that the tip of the cutter fell into the patient. The tip was removed from the patient.

Manufacturer narrative:
Alleged failure: the shaver is being used fell off and became disconnected from the shaver. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s could be excessive pressure, such as bending or prying, may cause the arthroscopic shaver blades to bend / break. Blade comes contact with a hard object. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Gtin:(B)(4).

Event description:
It was reported that the tip of the cutter fell into the patient. The tip was removed from the patient.